Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. Customer reported the device overheated on a patient but failed to inform cardioquip or adequately document clinical signs and clinical impact. The device as tested upon receipt at cardioquip and was found to have microbial contamination that exceed acceptable limits. The device went through an internal water pathway replacement and was tested afterwards. According to lab results, the cfu count was within the acceptable limits.

Event description:
Customer reports device overheating during use.